Event description:
It was reported that a surgical revision was performed on the pt to reposition the device deeper. Her stitches "broke loose and the device worked itself up". She also had soreness at the "top" of the neurostimulator implant site. It was noted that the therapy was helping with her symptoms following the implant. The healthcare professional confirmed pt symptoms of new pain and infection. He did not attribute the event to the device and pt outcome was not reported.